Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the sterile inner packaging of an intramedullary nail (10 x 200 mm) was defective. The implant itself was reportedly undamaged. The reporter requested a replacement and indicated they would return the outer box and inner wrap while retaining the nail for demonstration purposes but can send the part back. There were no patient clinical symptoms or signs. Attempts have been made and no further information has been provided.